Manufacturer narrative:
(B)(4). Date sent: 5/27/2025 additional information was requested, and the following was obtained: were all contents retrieved from the patient? All known contents retrieved is the current patient status known? Patient recovering as expected was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Consequence? No known consequence at this time change in post-operative care? No.

Manufacturer narrative:
(B)(4). Date sent 5/6/2025. D4 batch #m9c59j. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was returned fully deployed, the bag damaged and the suture torn. In addition, the tyvek was returned along with the instrument. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch m9c59j number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were all contents retrieved from the patient? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were all contents retrieved from the patient? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotically assisted radical prostatectomy, a pouch was introduced into the patient to remove the diseased prostate. Prostate was place into the bag and as the team tried to remove the specimen bag, the contents spilled back into the patient. Upon inspection, it was claimed that one side of the specimen bag was not sealed, and as a result, the contents fell into the patient. Used a new pouch and made sure all of the cancerous tissue was removed from the patient's abdomen. Procedure was completed with a surgical delay of ten minutes.